Event description:
The consumer alleges he moved and ran into something when he removed his hand. No serious injury is alleged.

Manufacturer narrative:
No serious injury reported. User reportedly removed his hand from the joystick and the chair allegedly moved on its own. It's unclear if users sleeve inadvertently engaged the joystick. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or user error may have caused or contributed to this alleged incident. As a courtesy the users dealer is replacing the components. MDR filed as a conservative measure.